Event description:
Reporter indicated that they were unable to program a pt's generator. They were able to perform an initial interrogation, however, attempts to establish communication with the pt's generator to perform device diagnostics or program were unsuccessful. The physician has not had any other issues with other devices, so the issue is believed to be isolated to this pt's generator. A battery life calculation performed in house using the pt's programming history revealed that the generator was not at end of service. There are currently no plans to take any interventions.